Event description:
Tilt not working. Tech found two bad splices in tilt wiring harness and wiring just pulled out of butt joint. User states that he saw a spark come out the front end of the joystick. Dust caps in rear forks are missing.